Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the product was leaking during surgery, the hose has been changed but there is still a leak. No harm and no delay were reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the device was leaking during surgery, the hose has been changed, but there is still a leak. On may 16, 2018, it was clarified that the issue occurred during surgery. The event was not identified after a recent purchase or repair. There was no medical intervention or additional surgical procedures required. There was no harm or injury reported. There was no extension or delay reported. The surgical technique for the product was followed. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product return of the air dermatome by medicrea on may 24, 2018 revealed that the motor was completely blocked at 0 rpm. The reciprocating arm was worn. The control bar was damaged. The lever was nonconforming. The hose looked good. The calibration was out of specification. The blade position failed during incoming testing. Repair of the air dermatome was performed by medicrea on may 31, 2018 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, aluminum lever, ball plunger, reciprocating arm, etched lever, control bar, adjustment cam and set screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection there was no leaks found. The root cause of the device leaking cannot be specifically determined with the provided information since during initial inspection there were no leaks found. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.